Event description:
It was reported that diagnosis was coronary artery bypass graft (CABG) & while in the operating room, the intra-aortic balloon (iab) was inserted sheathless into the right femoral artery. "On the intra-aortic balloon pump (iabp) the 'stand by' mode was pressed & iabp was on 'on' mode for 15 minutes. The iab started functioning, but the waveform augmentation was not satisfying. As a result, the iab was kept on 1:2 mode. The inflation & deflation was checked & adjusted for proper waveform. The iabp was kept on standby mode to check the position of the balloon. After reposition again, the iab was put on 1:2 mode to check inflation & deflation after the adjustment. On the monitor, the balloon augmentation waveform was not satisfactory. As a result, we used the alternative datascope pump which showed on the display; after autofilling it showed 'autofill failure' frequently. Again we went back to the arrow iabp & it showed "balloon leak" on the monitor, so we checked & confirmed all connections. At this time, we decided to use another 8 fr 40 cc rediguard iab. The patient outcome is listed as 'good augmentation'."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.